Event description:
Discrepant advia 1800 glucose patient results were obtained and the results were reported. The customer repeated the samples on an alternate platform and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1800 glucose results.

Event description:
Discrepant advia 1800 glucose patient results were obtained and the results were reported. The customer repeated the samples on an alternate platform and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1800 glucose results.

Event description:
Discrepant advia 1800 glucose patient results were obtained and the results were reported. The customer repeated the samples on an alternate platform and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1800 glucose results.

Event description:
Discrepant advia 1800 glucose patient results were obtained and the results were reported. The customer repeated the samples on an alternate platform and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1800 glucose results.

Event description:
Discrepant advia 1800 glucose patient results were obtained and the results were reported. The customer repeated the samples on an alternate platform and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1800 glucose results.

Event description:
Discrepant advia 1800 glucose patient results were obtained and the results were reported. The customer repeated the samples on an alternate platform and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1800 glucose results.

Event description:
Discrepant advia 1800 glucose patient results were obtained and the results were reported. The customer repeated the samples on an alternate platform and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1800 glucose results.

Event description:
Discrepant advia 1800 glucose patient results were obtained and the results were reported. The customer repeated the samples on an alternate platform and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1800 glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant glucose results was due to a cracked motor in the srwp pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. Analysis of the instrument and instrument data indicates that the cause for the discrepant glucose results was due to a cracked motor in the srwp pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.